Event description:
Situation: foley catheter bag will not empty when spout lock opened. Background: foley catheter was placed to drain urinary bladder after epidural placement. Assessment: at end of shift, this rn opened spout to empty urine from collection bag and no urine would come out of bag. This rn double checked that spout was unlocked and the tube was not twisted, clamped or crimped. It was found that the front of the collection bag, at spout, was sealed to the back of the collection bag, leaving no opening for the urine to leave the bag. The lot number for this foley catheter set is nghu0297 and the use by date is [redacted date]. Oncoming nurse was present during this time and stated she will replace the catheter. Recommendation: check to be sure that this is not a problem with all catheter systems within this lot and report to company and remove from use.